Manufacturer narrative:
Additional information was received on september 6, 2024. An additional and separate rupture event occurred with this device occurred several years following the initial event reported. The connecting report information has been attached in h10. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation post procedure with 700cc mentor memorygel breast implants began experiencing problems shortly following the procedure. She stated that when she would flex her left sided muscle the muscle would move upwards, but the implant would stay in place. On (B)(6) 2012, a capsulectomy was performed and the same implant was re-used. The explanting surgeon stated there was an unspecified deformity. The re-use of these implants is off label use. After the capsulectomy the implant had ripped through the breast wall (not skin), caused extreme rippling, and dent/ lumps where the implant is bottoming out. Also, pain and burning in the left breast described as an electricity sensation was present. Imaging was performed and did not show a rupture, however, did indicate the presence of slight tumors. The patient has stated that she suspects breast implant illness. However, the root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. See 1645337-2019-22635 for contralateral prosthesis report.